Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge properly and was able to successfully resume insulin therapy. The issue was resolved.